Event description:
Resident sustained minor injuries when lift tipped over with resident being transferred to chair from bed by single certified nursing assistant. Resident was taken to ER. X-rays negative. Resident suffered minor skin tear on hand. Incident occurred 8/1/94.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-nov-94. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: performance tests performed, visual examination. Results of evaluation: incorrect technique/procedure. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: user education provided. The device was not destroyed/disposed of.